Event description:
It was reported that the insulin pump alarmed no delivery. Customer was at work and unable to do troubleshooting. It was explained to the customer the causes of no delivery alarm. Customer's blood glucose was unknown. The customer was advised that we can do troubleshooting to find out where a blockage could be occurring. Customer stated she would go back to manual injections and will make a decision later. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.